Manufacturer narrative:
(B)(4).

Event description:
During the trial period, the drug therapy helped with the pain. Since the pump was implanted, the pt never experienced therapeutic effect. The pump was not helping with the pain. The pt believed something was wrong with the pump. The pt has had the dosage increased and it did not help with the pain. The pump was not alarming. Per the rptr, the pump flipped and the hcp (healthcare professional) could not find the refill port at the last pump refill; therefore, an x-ray was performed. It revealed the catheter was in place. During the refill, there was more medication in the pump than expected. Per the rptr, an hcp stated the pump should be removed.